Event description:
It was reported that the catheter migrated (~6 months ago). The patient was in (B)(6) when efficacy was lost. Prior to leaving for thailand, the patient had 3 drugs in their pump, however, the health care provider (hcp) in (B)(6) would only refill with morphine. The patient returned to us and was refilled, but still no efficacy. It was unsure what diagnostics were done to determine catheter migration, but mentioned a dye study or fluoroscopy as possibilities. Somehow it was determined that the catheter had migrated about 6 inches and was no longer intrathecal. A catheter revision was performed on the day prior to the report date, to reinsert catheter to a proper level and the dose was decreased. The drug that was used via the device system was baclofen, fentanyl, and marcaine. If additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted:(B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)